Event description:
It was reported that cardiac resynchronization therapy defibrillator and associated right ventricular (rv) lead were explanted due to a product performance issue. The lead had previously exhibited oversensing of noise leading to pacing inhibition of greater than two seconds. Noise was also noted on the shock channel. The noise was reproducible. A technical services (ts) consultant discussed that the noise was likely caused by myopotentials and discussed troubleshooting options. Ts noted that a lead insulation breach was likely the cause of the clinical observations. No additional adverse patient effects were reported. It was reported that this device and associated right ventricular lead were explanted due to noise and oversensing with pacing inhibition lasting greater than two seconds.